Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the trilumen insulation was abraded at approximately 20.5 cm from the terminal pin. The abrasion was through to the rate/sense lumen. Resistance testing confirmed the lead was electrically continuous. The reported noise and oversensing were likely the result of the lead damage observed by the laboratory. The abrasion was consistent with lead-on-lead contact.

Event description:
It was reported that this right ventricular (rv) lead was explanted back in (B)(6) 2019, due to noise oversensing. The noise was suspected to be muscle potentials. A new lead was implanted. The field representative was not present for this procedure but was able to confirm that the oversensing did not result in any asystole to the patient, or in any inappropriate anti-tachycardia pacing (atp) or shock therapy. No additional adverse patient effects were reported.